Event description:
During use of the 5996 advanced control pads system on the 5943 spinal frame, the customer has seen 2 out of 3 cases where the skin was tearing on an asip and groin region.

Manufacturer narrative:
Customer contacted and devices evaluated. Devices were found to be working within spec. Eval of the user interface found that the customer was improperly placing the pads and at that time, they were informed of the proper placement. We will continue to monitor for trending.